Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the extension found no anomaly. Analysis of the tined lead found that the #0, 1, and 2 conductors were broken near the tines, 5.3 cm from the distal end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3095, serial# unknown; product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient experienced pain that was likened to ¿electrical discharges.¿ they felt this pain and a burning sensation at the device pocket and lead-extension connection. Reprogramming was noted as troubleshooting. Impedances were also measured to be greater than 4 ,000 ohms on all electrodes. There was reportedly no problem with the lead, but with the extension. The system was then explanted. Upon the explant of the system, it was seen that the extension was cut or the ¿electrical conduit of the lead¿ was damaged. The damage/cut could be seen between the extension and lead when disconnected. It was thought that the cut had caused the symptoms. No activities/damage that could have caused the issue was noted. Therapy was effective following the device being changed. A follow up report will be sent if additional information is received.